Event description:
It was reported that tip fractured occurred. The target lesion was located in the lower extremity artery. A 300cm, 8cm poly tip v-18 control wire was advance to open arteriosclerosis occlusion. During the procedure, the device opened the blood vessel, but the tip fractured for about 4mm in length and remained in the genicular vessel. After the physician's evaluation, the fractured tip was not removed. There were no further complications reported, and the patient was generally in good condition and stable.